Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, craniotome device, cutter devices; (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure, it was reported that the motor device did not work during the emergency procedure. It was further reported that a lack of strength was evident in the motor device, while being used with a craniotome device to cut the bone blade, which generated difficulty in intervention and prevented close attention to emergency patients. Additionally, it was reported that the patient was under full anesthesia and due to an unspecified amount of delay, the patient required additional anesthesia. It was further reported, that prior to the procedure, the patient was not affected. It was unknown whether a spare device was needed or available for use. There was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device passed the initial visual inspection. It was noted that the device was received in good but used condition. It was further determined that the speed was captured below specifications and the loctite connections had become insufficient. It was noted that it was possible to loosen the loctite bonding by application of manual forces. It was further noted that the muffler showed some deformation at the tube end, however this did not affect the functionality of the device. It was also determined that the device failed pre-test for loctite assessment and rotational speed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.